Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a meniscal repair procedure, the t2 did not deploy. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Sutures were not returned. The delivery needle is notably bent. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The device was unable to be functionally tested due its present state. With the damage and use noted, root cause for this complaint cannot be supported but use error cannot be ruled out.